Event description:
Additional information revealed patient underwent surgical intervention wherein the entire system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was not experiencing effective stimulation. In turn, the scs system will be explanted.